Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: normal usage with no evidence of internal damage was seen on the device septum. The 7 3/4" polyurethane device catheter showed no holes, tears or cuts. A donut shape formation was not found at the device/catheter connection when pressurized to 60psi with air and fluid. The device was leak tight and functioned as intended during the MFR's analysis. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this of the MFR's analysis, evidence of improper assembly was seen during the MFR's analysis; however, the report that "the device was leaking" could not be confirmed. No further details are available. The MFR is now closing the file on this event.

Event description:
On 12/13/96, the facility's or, nurse manager informed a MFR customer service rep that the device was leaking at the tubing site to the device and as a result, the device was explanted on 11/26/96. No further details were available.